Manufacturer narrative:
Device (B)(4) no code available (won't close) device (B)(4) relates to (B)(4) for the reported event of jaws won't close. A visual examination of the returned device found that the needle was bent. Functionally, the device jaws failed to close completely due to the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. However, the evaluation found that the jaws failed to close properly due to the needle bent condition. The most probable cause is operational context due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
This event has been deemed a reportable event based on the investigation results; jaws will not close. It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the physician noted that there was resistance when passing the forceps through the scope. Additional it was noted that the needle of the biopsy forceps skewed to the left or right after taking a few biopsies. There were no patient complications reported as a result of this event.